Event description:
Information received by medtronic indicated that the customer reported that the carelink reports data were unavailable. Troubleshooting was not performed and it was unknown whether the issue was no harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the carelink. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Manufacturer narrative:
Complaint summary: helpline support team reported that user was not able to view the data in reports even thought the data upload was successful.. Investigation/testing summary: an attempt was made to reproduce the issue , by generating the reports in carelink support application for the provided user and observed that the issue was reproducible. However , further investigation was made by downloading the uploaded data from carelink database. Observed that user pump do not have current date and time. There was a backward time change happened when user changed from old device to new device , so the data has become ambiguous for current date. To assist with the resolution , provided the below steps to the helpline support team please have the user update the date and time in pump and start uploading to view the data in reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations. (Most likely) root cause: the root cause of this issue is that the user has made a backward time change event which caused the data to be ambiguous for the current period. Analysis summary: helpline support team informed that the user has updated the pump date and time and confirmed to close the ticket. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.